Event description:
It was reported that the patient received six shocks, however only three treated shocks were showing in the subcutaneous implantable cardioverter defibrillator (s-ICD) memory. The hospital was unable to find the other corresponding stored electrogram (egm) data. The shocks were witnessed while the patient was on telemetry in the hospital one day post implant. Boston scientific technical services (ts) review of the memory data revealed that the device was effectively delivering five shocks and at the same time magnets were intermittently applied on the s-ICD. Magnet application can prevent the storage of an in progress or recently recorded episode. Further review found noise related to potential air bubble entrapment affecting sense b area around the device. The first stored event occurred few hour post implant and recorded an untreated episode. The same noise was seen in the inappropriate shock episodes. The sensing vector was reprogrammed and still saw residual noise, so the physician opted to program the s-ICD therapy off for two days and the patient was hospitalized for monitoring. When the s-ICD was programmed back on the noise was resolved and the physician left the original sensing vector programmed. Review of the remote home monitoring data stored five days post implant confirmed appropriate sensing in the programmed sensing vector. The s-ICD and electrode remain in service and no adverse patient effects were reported..